Event description:
The reporter stated a toric silicone lens model aa4203tf tore during insertion and the cause of the lens damage was unknown. The lens was implanted and removed without pt injury. An msi-pr injector, lot number unknown, and the mtc-60c fp cartridge, lot number 1184152, were used during surgery.

Manufacturer narrative:
Results: visual inspection of the lens showed the optic was torn and one haptic was torn off missing. There was evidence of surgical residue. Conclusion: no conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.